Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Case iii is a male of unspecified age. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a case series of anomalous high pacing lead impedances in normally functioning leads. Heart rhythm society. 2015; 1(6):449-452. Doi: 10.1016/j.hrcr.2015.06.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study series relating to high impedance on normally functioning leads. It was reported in the first case that approximately five weeks post implant, an interrogation showed a single spike in pacing impedance greater than 3000 ohms. The rest of the interrogation indicated normality in impedance and other parameters. Over the next three months, sporadic high pacing impedance occurred yet high voltage impedance were always normal. This continued to occur over seven months and seemed to be isolated upon remote monitoring rather than in-office interrogation. The lead remained in use. In a second case, a patient experienced an alert for high pacing impedance approximately three months post implant. The lead remained in use. In a third case, the patient experienced an alert for high pacing impedance on their ventricular twenty-seven months post implant. The lead remained in use. The authors and the competitor's technical services suspected that the difference in metal materials between the set screw in the competitor generators in all three cases and the tip conductors of the leads used in each case caused a small amount of oxidation to occur in the absence of pacing to dissipate the oxidation. No patient complications have been reported as a result of this event.